Manufacturer narrative:
This device is used for treatment. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the femoral component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral component. Review of the primary notes found that "the anterior and posterior condyles were cut with an oscillating saw, and chamfering cuts were made", which is a different order than that prescribed by the surgical technique. However, review of the surgical notes suggests that the components were implanted with the correct fit and orientation as per the surgical technique. Review of the revision notes found that some loosening did appear especially under the anterior flange along both the medial and lateral condyles. The femoral component was removed with osteotomes without bone loss; there was very little ingrowth. Per the package insert, pain and loosening of the prosthetic knee components are known adverse effects of this procedure. Although the order of the femoral cuts differ from the surgical technique, it is unlikely that this deviation led to subsequent loosening as the prescribed cutting order is mainly meant to insure optimal stability of the cut guide. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.